Manufacturer narrative:
Neuronetics' social media monitor reached out to the person who posted the alleged adverse event. However the person did not respond to the request and therefore a thorough investigation could not be conducted. Neuronetics could not confirm the person was treated with neurostar but is reporting out of an abundance of caution.

Event description:
Neuronetics received a negative social media post alleging tms caused their depression to worsen.